Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same dimension exl 200 system and higher tnih results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (13-sep-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. The customer indicated that the patient sample was processed in a small sample container (ssc) sample cup, however the instrument data showed that the sample was ordered to be processed in a primary tube. Using a small sample container (ssc) sample cup when the sample is ordered as a primary tube sample can result in a short sample, or the sample probe reaching too far through the bottom of the ssc sample cup damaging the sample probe, the ssc sample cup, or damaging both the sample probe and sample cup. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed service actions considered normal troubleshooting or maintenance for issues of this nature. The cse observed no issues with the dimension exl 200 system. Quality control and calibration results were within the customer's expected ranges indicating that the loci high-sensitivity troponin I (tnih) assay was performing acceptably. A product non-conformance was not identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00204 was filed on 04-aug-2022.